Manufacturer narrative:
Medwatch field occupation - the occupation is lay user/patient.

Event description:
The customer complained of discrepant inr results from meter serial number (B)(4). The initial result from the meter was 5.1 inr with a fingerstick. Within 5 minutes the result from a different meter was 2.3 inr and was tested by the customer's nurse. The specific meter was not provided. There was no allegation of an adverse event. The customer was not anemic, no heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The customer has had no changes in diet, no new illness, and no new medications. The customer's therapeutic range was 2.0 - 3.0 inr. Retention test strips (lot 286319) were tested in comparison to master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with the specification. The returned test strips were measured on the returned meter with liquid qc of a high level in comparison to master lot #28632180 (recalibrated lot to rtf/09) on an internal reference meter. Qc 1: 2.4 inr , qc 2: 2.3 inr , qc 3: 2.3 inr . The obtained qc results were in the allowed range. No error messages occurred during the investigation. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Please refer to medwatch field - correction/removal report no.